Manufacturer narrative:
The investigation into the limb ischemia and the delivery issues has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible to determine the root cause; only the clinical report was evaluated. Based on the clinical information provided, the root cause of the limb ischemia and the delivery issues was patient condition related to the patient¿s small vasculature.

Event description:
The user facility reported a 62-year-old male in non-st elevated myocardial infarction was to be implanted with an impella cp device for mechanical circulatory support. The impella cp delivery failed. The team had to abort placement when the sheath (14fr) was occlusive to the vessel and causing no flow and pain to the patient. The team had to enlist the support of the anesthesia team for pain management and sedation. The team removed/explanted the 14fr sheaths and closed the vessel. The contralateral leg additionally was unable to have impella access.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿.